Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The physician scheduled a lead reposition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Previously, low r-waves were noted. New information received notes that the r-waves improved. Other electrical measurements were stable. The patient condition is good.

Manufacturer narrative:
Device evaluated by manufacturer.